Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome reported the recharger wasn¿t working; the screen showed a plug, but it wasn¿t showing the charge strength or any signs the battery was charging. It was further reported the reposition antenna screen was seen on the recharger, it was unable to communicate with the implant, and was unable to recharge the implant. The patient programmer (pp) was used in an attempt to communicate with the implant but the poor communication screen was seen. The consumer then reported it had been a month since the device was last charged, and they were unsure of when they last felt stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.